Event description:
Customer reported that she received a no delivery alarm during prime after changing the reservoir and infusion set. Last blood glucose reading was 187 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin exits the tubing. Customer advised to rewind, reinsert reservoir and run manual prime; the insulin pump did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.